Event description:
This patient was scheduled to have therapy administered to hepatic artery. Physician noted that vascular closure device had dimple on the sheath of the product, so used another device. The patient was not harmed.